Event description:
It was reported that post-operative slippage of the construct occurred. At the time of this report, no additional information was available. A supplemental report will be submitted with any relevant information that is received.

Manufacturer narrative:
Product is expected to be returned but has not yet been received.